Event description:
During a kit inspection on (B)(6) 2010, the sales representative identified that the pin was missing from the top metal extending arm on the infix pituitary ronguer. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
No pt involvement; found in kit inspection. Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.